Event description:
An endeavor resolute rx drug-eluting coronary stent system, length 12mm, diameter 3.5mm, was used to treat a 90% stenosed lad lesion in a pt. It was reported that, post deployment of the stent at 12 atm, the balloon could not be withdrawn. The physician inflated the balloon to 16 atm and again tried to withdraw the balloon. It was reported that the balloon seemed to be catching on something. A wire was passed with the intention of using a non-compliant balloon to crush the stent against the plaque, but without success. The physician then succeeded in removing the balloon by force. The stent was post-dilated with good results. No pt injury occurred and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Results, conclusions: residual stenosis. Eval summary: the delivery catheter was returned to medtronic for eval. The balloon was partially inflated. A clear liquid was present inside the inflation lumen and inside the balloon. The middle of the balloon was pinched/flattened. The balloon was inflated with no issues and was deflated from both nominal pressure and rated burst pressure within specification. Cd images were also provided for review. One attempt at pre-dilation was seen on the images and significant residual stenosis was evident following pre-dilation. Images of the stent post-deployment at the lesion site show a waist in the middle of the stent. The waist visible in the images corresponded to the flattened area on the returned balloon and the vessel section which exhibited severe residual stenosis. Images of the stent following post-dilation show a uniform deployment.